Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia during the reported event date. The cartridge and infusion set were replaced the night prior the event date; hyperglycemia began several hours after the supply change was completed. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was stopped at 12:05 pm on (B)(6) 2024 when the cartridge ran out of insulin. The ilet appropriately triggered alert 34; this alert was not acknowledged, and the cartridge was not replaced until the following day. Device logs show inconsistent use of the ilet in the days preceding the event, with several prolonged periods of no cgm signal. There are multiple periods where the ilet was unable to dose insulin due to a lack of cgm or bg values, or the cartridge was not replaced. Most days have no meal announcements. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the user failing to maintain the device to allow for continuous insulin delivery by not replacing the cartridge when it was empty. It is also possible a failed infusion set contributed to their hyperglycemia.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka). The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user regarding the event. The user reported waking up feeling nauseous, vomiting, and receiving a high alert on their ilet. Their bg levels were significantly elevated, reaching a high alert of >400 mg/dl before hospitalization and peaking at 700 mg/dl during hospital testing. The user was admitted to the hospital with diabetic ketoacidosis (dka) on (B)(6) 2024 and discharged on (B)(6) 2024, receiving treatment including fluids and an insulin drip. The user has since resumed using the ilet system, with current bg levels stable.